Manufacturer narrative:
No product was received. Some pictures and x-rays were provided. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from the batch. Based on the information provided, we assume that the failure is probably patient related. I here are no hints for a material problem. According to the quality standard and DHR files a material defect and production error can be excluded. According to the customer-femur malposition after fall. Therefore we assume that the patient fall was the root cause for the femur malposition. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative: patient fell after tka (total knee arthroplasty) procedure. The femur was displaced after the fall, an x-ray was used to locate the femur and the implant was removed. No serious injury or death reported. No delay in surgery reported. Additional information has been requested concerning the patient. When additional information is received a follow up report will be submitted.